Event description:
During robotic assisted laparoscopic radical prostatectomy surgery, the stapler was attempted and would not fire. Instead of relaying on another stapler, the surgeon used stitches in the area. This is the fourth time this equipment has failed during this type surgery.